Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report motor error alarm. The blood glucose reading is 120 mg/dl. Caller stated that the drive support cap is flush. The insulin pump was exposed to the airport body scanner. The insulin pump will be replaced. Nothing further reported.